Event description:
The customer reported "power pca error". There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported "power pca error". The local philips service rep clarified the symptom as follows: when pressing the charge button (defib energy) the device displayed defib failure and error code 00001. There was no report of adverse pt impact. The device was evaluated by the local philips service rep, who isolated the problem to the power pca. Replacing the power pca resolved the issue. The device passed testing and was returned to the customer.